Manufacturer narrative:
Updated fields: b4, b5, d4 (exp. Date), d9 (device available for eval), e1 (event site state, event site telephone), g3, g6, h2, h3, h4 (manufacture date), h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d4 (unique identifier (UDI) #, g2 (report source), h5 (labeled for single use), d7.a (single-use device). It was reported through a direct call from the customer to the emergency support program that during use, intra-aortic balloon (iab) had clotted inner lumen. (B)(6) stated the bedside team was unable to flush or aspirate the inner lumen of a sensation plus catheter during use. No harm or injury to the patient was reported. The pump in use was a teleflex pump. He denied any alarms present but stated they were unable to flush or aspirate from the inner lumen of the catheter. I advised (B)(6) to cap and label the inner lumen as so to prevent further use. I also recommended he notify the provider of the clotted inner lumen. Complaint information obtained. I spoke to the bedside team who agreed to return the catheter after discontinuation. I also recommended calling teleflex for further suggestions for therapy with a clotted inner lumen and provided the phone number. They were appreciative of the support and denied any further needs.

Event description:
It was reported through a direct call from the customer to the emergency support program that during use, intra-aortic balloon (iab) had clotted inner lumen. (B)(6) stated the bedside team was unable to flush or aspirate the inner lumen of a sensation plus catheter during use. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by customer that during use, intra-aortic balloon (iab) had clotted inner lumen. There was no patient harm.